Event description:
It was reported that the patient was charging more than expected. The patient noticed this about (B)(6) of 2014. For the first several years the implantable neurostimulator (ins) held the charge for almost 2 weeks. Around (B)(6) the patient noticed that the ins held the charge for about a week and then was completely out. The patient stated that he also did not charge regularly due to personal reasons. The patient would let the ins go dead sometimes. The patient reported that they did add a couple more programs to cover more area in his lower back. The patient reported that the ins was discharged. The patient turned his therapy off. The patient was in a lot of pain because he turned his therapy off. The patient stated that he did not realize how much the stimulator helped him with the pain until it was off. The patient called back five months in (B)(6) of 2015, and reported there was a possible problem with the implantable neurostimulator (ins). The patient stated ¿I am worried that I hurt the battery. The battery only holds a charge for a week, and it used to last two weeks and I think I damaged my battery. Last year (2014) I had trouble keeping it charged up because I was dealing with my wife¿s death.¿ the patient stated he didn¿t have to go to the healthcare provider (hcp) to get it going again so it didn¿t sound like it was ever in an overdischarge stated. Battery depletion was reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).